Manufacturer narrative:
Based on the information provided, intuitive surgical, inc. (Isi) has not determined the root cause for the operative complications experienced by the patient. In addition, the monopolar curved scissors (mcs) instrument involved with this complaint has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode cannot be determined. The lot of the mcs instrument is unknown. If additional information is received, a follow-up MDR will be submitted. No previous complaint was reported relating to this event. Isi contacted the site's risk management department on 03/05/2014 and obtained limited information. The risk manager indicated that the surgical procedure was not recorded. She was unable to provide the lot of the mcs instrument involved with this complaint. The risk manager did not provide any additional information regarding the reported event. Isi has reviewed the system logs for the site with a procedure date of (B)(6) 2009. No system errors were found to have occurred during the surgical procedure. This complaint is being reported due to the following conclusion: the legal document claims that defects in the robot caused the surgeon to convert the da vinci hysterectomy procedure to open surgical techniques. The legal document also claims that a mcs instrument broke, a blade became lost, and the patient suffered significant blood loss, developed infections and abscesses, and required IV antibiotic treatment. However, at this time, the cause of the patient's injuries are unknown.

Event description:
As part of a legal dispute, intuitive surgical, inc. (Isi) received information regarding a patient who underwent a da vinci hysterectomy for pelvic pain and symptomatic uterine fibroids on (B)(6) 2009. Isi was not provided with the operative report or the patient's medical records. According to the legal document provided, defects in the robot caused surgeon to suddenly and unexpectedly abandon the minimally invasive procedure and engage in an open abdominal total hysterectomy. The hot shears monopolar curved scissors broke and one the blades became lost. Client suffered significant loss in blood, endured a long recovery, had infections requiring IV anti-biotic treatment and developed abcesses.